Manufacturer narrative:
Findings: pump received with button error alarm due to corroded keypad traces. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to button error alarm. No moisture damage found inside the pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 413 mg/dl. The customer was treated for high blood glucose with a syringe. The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 413 mg/dl. The customer stated the button error alarm did not occur right after the pump was exposed to moisture. The customer stated the moisture exposure is sweat. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced.